Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 27 mg/dl. The customer's parent administered a glucagon injection as the customer was not addressing the low bg. The suspected cause of the low bg was reported as being related to a high basal rate setting. The customer was to be discussing the low bg event with a healthcare provider.